Event description:
It was reported that a caregiver contacted support to report elevated blood glucose while using the iLet; glucose was in range overnight, began rising in the morning, and measured 191 mg/dL on the device with a confirmatory fingerstick of 198 mg/dL after the patient had changed supplies the prior evening. Symptoms included no reported clinical symptoms. Outcomes included no alerts or alarms, no medical intervention, and the plan for the patient to eat breakfast and reassess three hours later. Investigation included review of synced glucose data and troubleshooting education with the caregiver. Investigation of this case revealed no device alarms or malfunctions and no device component issues were identified based on available data. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.